Manufacturer narrative:
Corrections for the following updates provided on 07may2024. D4 - catalog # initial: 04j27-74 / updated to 04j27-84. D4 - expiration date initial: 5/30/2024 / updated to 5/3/2024. D4 - primary UDI number initial: (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 56082be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot 56082be00 was identified.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on architect i2000sr analyzer for one patient sample. Early april, hiv test was performed on the mindray platform and generated a result of 15 and 14.9 (positive) one patient sample. The abbott colloidal gold results were positive. The sample was tested with the wondfo colloidal gold and generated a negative result. The customer replaced the wondfo colloidal gold test with another lot number and retested the sample to generate a positive result. The sample was then tested on the architect platform and generated nonreactive hiv results for the initial test and repeat test there was no impact to patient management reported.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on architect i2000sr analyzer for one patient sample. Early april, hiv test was performed on the mindray platform and generated a result of 15 and 14.9 (positive) one patient sample. The abbott colloidal gold results were positive. The sample was tested with the wondfo colloidal gold and generated a negative result. The customer replaced the wondfo colloidal gold test with another lot number and retested the sample to generate a positive result. The sample was then tested on the architect platform and generated nonreactive hiv results for the initial test and repeat test there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.